Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 37082-20 neuro extension, implanted: 2008-(B)(6); 37752 recharger, implanted: 2008-(B)(6); 3487a-45 x2 pain stim lead, implanted: 2008-(B)(6); 3778-60 pain stim lead, implanted: 2008-(B)(6); 37712 pain stim ipg, implanted: 2008-(B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.